Event description:
It was reported that during retrieval of the filter that had been implanted for 9 months, 1 leg fractured as the filter was being pulled into the sheath of the removal device. The broken limb was endothelialized and had perforated the caval wall and was therefore left behind. Additionally, it was reported that pt suffered pe 2 days after filter was replaced. Filter, originally implanted at l1/l2, was noted to have migrated to l2/l3. This was determined by the CT scan used to diagnosed pe. Pt's ivc was 18 mm. Filter was placed for trauma and dvt. Initial filter location confirmed by cavagram. Filter retrieval was being performed because pt had become ambulatory and dvt was resolved. No interventions/procedures were performed following filter placement and no additional intervention is planned at this time. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Upon inspection of the returned filter, one of the center legs was fractured approximately 1mm above the proximal end of the sleeve. There was presence of some dried tissue in the apex of the filter. It was noted that a visual inspection indicated the leg fracture appeared to be a fatigue fracture, but could not be definitively confirmed. Around the edges of the fracture surface appeared to be shiny, indicating fatigue. The result of the investigation was confirmed for detachment of component (fractured leg), root cause unknown. The current IFU (instructions for use) on potential complications states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage to the ivc wall. Movement or migration of the filter is a known complication of vena cava filters. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.